Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed. Analysis indicates that the helix disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant the lead helix quit deploying. A new lead was used. No patient complications were reported as a result of this event.